Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
An adhesive issue was reported with the Abbott Diabetes Care (ADC) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer became hypoglycemic and experienced symptoms such as fatigue, sweating, "collapse" and was unable to self-treat. A non-healthcare professional provided liquid glucose for treatment. Subsequently, the customer had contact with a healthcare professional who administered intravenous glucose solution for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.